Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 44 mg/dl with confusion and severe headache. It was reported that the patient was treated by a nurse with glucagon and food/drink, they remained on pump therapy, and the pump¿s basal delivery settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the patient overrode the dosage recommended by the pump¿s bolus calculator feature. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a use-error.